Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coil lps. During the procedure, when the hospital tech was advancing a ruby coil, the coil was stuck in the introducer sheath. Subsequently, they bent the pusher assembly, making the coil unable to push through introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.